Event description:
It was reported by dealer that the irc5po2v concentrator had leak by 4 way valve, it was tightened but now be directed somewhere else. Low o2 with yellow light, purity at 84%. No further information provided.